Event description:
The pt's pump went into a safe state and began alarming. Telemetry confirmed a critical alarm was occurring. The pump went into safe mode and the infusion mode went into minimum rate. The pt heard the alarm and experienced increased pain. The health care professional intended to refill and reprogram the pump. The medications being delivered via the device system were dilaudid and bupivicaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).